Event description:
It was reported that the implant had extruded through the skin due to bone growth beneath the implant. Therefore, the patient as reimplanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.